Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During intraperitoneal chemotherapy for an ovarian cancer patient, when the doctor was about to use the indwelling needle for puncture, black foreign matter was found on the needle, and it was immediately replaced.

Manufacturer narrative:
Investigation results: bd nogales was not able to confirm the customer indicated failure mode (foreign matter), since no evidence (samples or pictures) was provided to perform a further investigation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance; this lot was accepted. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
No additional information.